Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system was leaking liquid, which was pooling under the liquid waste drawer. Bec hotline advised the customer to wear appropriate personal protective equipment when cleaning up the leak. No patient result was generated and there was no report of exposure or injury to the user. The customer did not seek or need medical attention. Msds was not reviewed but the facility has an exposure control plan in place.

Manufacturer narrative:
Service was on site on (B)(4) 2011, and the field service engineer (fse) determined the source of the leak was a hole in the latex tubing connected to the liquid waste pump. The fse replaced the liquid waste tubing and confirmed the leak was no longer occurring by priming the system fluidics. Hardware was the root cause of this event. Bec identifier for this complaint is (B)(4).